Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the assembly pull rod will not unscrew. This was discovered after completion on the case when picking instruments up from decontamination. Did not delay the surgery.